Event description:
It was reported that the there was a communication problem. The patient could not get a connection between the implantable neurostimulator recharger (insr) and the implantable neurostimulator (ins) or the patient programmer (pp) and the ins. The connection issue had begun about 3 weeks ago. The patient hadn¿t charged the ins in roughly 3 months and was unable to get the ins to charge. An ins overdischarge was suspected. It had been thought that a wire was broken because the patient had been ¿stuck quite a bit with something.¿ the patient was scheduled for an appointment with a healthcare provider (hcp) for the (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that in 2015 the patient met with a manufacturer representative and they got him out of the overdischarged state.